Manufacturer narrative:
This is one of one initial/final MDR being submitted for this complaint 2954740-2016-00212. It is unknown which galaxy coil (lot# p10635, c11960, p11693) failed to detach. Manufacturing date, expiration date and UDI for the other two lots are as follows. Catalog# 641cf0306, lot# p10635, manf date:10-jun-2015, exp date: 31-may-2020, (B)(4). Catalog# 641hx0204, , lot# p11693, manf date: 28-jan-2016, exp date: 31-dec-2020, (B)(4). Based on the information, the event could not be confirmed. The products were not returned for analysis; however a review of the manufacturing documentation associated with these lots (c11960, p10635 and p11693) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Event description:
As reported by health care professional, during a procedure coils failed to unsheathe properly and one did not detach. Orbit galaxy, catalog# 641cx2535, lot# c11960, orbit galaxy, catalog# 641cf0306, lot# p10635 and orbit galaxy, catalog# 64hx0204, lot# p11693 are the coils reported; however it is unknown which coil failed to detach and which coils failed to re-sheath. There were no adverse events reported. Patient information and procedure details are unknown. It was initially reported that the complaint devices are available for return.

Manufacturer narrative:
This is one of one final MDR report being submitted for this complaint with associated MFR# 2954740-2016-00212. Please note that after receipt of additional information, the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this med watch report. Additional information received from initial reporter on 11nov2016. It was reported that the malfunction against orbit galaxy coil , catalog# 641cx2535, lot# c11960 was "failed to strip" and not" failure to detach". Based on the new information received the orbit galaxy coil , catalog# 641cx2535, lot# c11960 does not meet criteria for MDR reporting. Please note that after receipt of additional information, the event does not meet the criteria for reporting. Therefore, no further information will be forthcoming for this med watch report.